Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that tip detachment occurred. Vascular access was obtained via the brachial artery. The de novo target lesion was located in the mildly tortuous arteriovenous fistula in the right arm. The imager ii/5/c2/65/035 catheter was selected for use. During an attempt to cannulate the vessel, the tip of the catheter broke. There was no resistance felt and no interaction with another device. The detached tip was removed through surgery. The procedure was cancelled. No further patient complications were reported and patient's condition following procedure was stable.